Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Cap2 study. It was reported that a leak around the device occurred. In (B)(6) 2013, the patient underwent a successful left atrial appendage (laa) closure procedure. A 24mm watchman laa closure device was implanted. The device was placed distal to and spanned the entire laa ostium and a complete seal was observed. In (B)(6) 2014, a follow up transesophageal echocardiogram revealed a residual leak/high velocity jet around the watchman device and thrombus behind it. The device was noted to be canted. The patient underwent percutaneous closure of the leak with a non bsc occluder device. After closure of the leak, the jet was resolved. The patient was discharged the following day on oral lasix and coumadin was resumed.